Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system would not power on. A field service engineer found that the drawer was causing short, and the solenoid was fried. A field service engineer replaced the drawer's solenoid and controller, retractor band, and t board to resolve the issue. Preventative maintenance was performed on the device. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using a bd pyxis¿ medstation¿ es system produced a burning smell and displayed a blank desk station screen blank. The customer also reported that the drawer was unable to open also station had explicitly failed storage space. During failure investigation a drawer solenoid was fried, found with evidence of warping due to overheating. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by customer that pyxis medstation es system produced a burning smell and displayed a blank screen. During failure investigation a drawer solenoid was found with evidence of warping due to overheating. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer's solenoid inside shaft was warped with no signs of electrical burns. A field service engineer replaced the drawer's solenoid and controller, retractor band, and t board to resolve. Preventative maintenance was performed on the device. The system functioned as intended.